Event description:
The ICD was explanted and the associated leads were capped at the patient&#62688;request. No new system was implanted. There were no adverse patient side effects reported and no complaints against the functionality of the devices. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.